Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted. It has been reported that readings were over 100% off. No data was provided for evaluation. The patient reported glucose readings of 3 and 6 but did not clarify which values correspond to cgm or bg measurements. No injury or medical intervention was reported.